Event description:
It is reported that pt underwent left total hip arthroplasty on (B)(6) 2008. It is also reported that post op, pt experienced pain, and was revised on (B)(6) 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the (B)(4). The MFR did not receive explanted devices or x-rays. The op report has been reviewed. It does not state any peculiarity. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. The root cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available, and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).